Event description:
Customer reported being unable to test due to receiving an ER-4 message on his adc meter. Customer stated that he went to the pharmacy to seek help and attempt to have the meter display a blood glucose result because he believed he was in a state of ketoacidosis. Customer reported experiencing the following symptoms: "high blood pressure", noted he "smells like acetone, nail polish", "was sweating, grouchy and it's like (his) internal organs are deteriorating trying to get insulin". Customer further reported that on (B)(6) 2012 around 5 pm "after 20 minutes trying to fix the meter, customer went to a public restroom" and self-administered 30 units of insulin without knowing his blood glucose result. Later, at 2:00 am customer was found unconscious on his couch and paramedics were called. Upon their arrival, a reading of 17 mg/dl was received on an unknown brand of meter and an intravenous infusion of saline and glucose was initiated. Customer declined to be transported to the hospital, despite being advised by the paramedics that his glucose remained very low. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1254520) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.